Event description:
Patient was revised to address suspected loosening. The tibial tray was loose at the implant/cement interface. Manufacturer of the cement is unknown. Poly wear noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.